Event description:
One leg on the golvo fell off when a child was in the sling. No injury was alleged.

Manufacturer narrative:
When parts are returned to MFR for technical analysis, supplemental report will be submitted.